Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Error e433 occurs due to a faulty high voltage power supply (hvps) board. Diodes d24 and d23 on the hvps board were found burnt. Based on the results of the investigation, the reported issue is caused by a component failure of the hvps board. The cause of failure is an electrical/electronic component problem, but the root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a display issue in the generator and onsite inspection result was error e433 coming. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.